Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the mid right coronary artery. The physician advanced the 3.75x8mm nc quantum maverick balloon to the lesion and performed several inflations. On the last inflation the balloon was inflated to 26atms and ruptured. The procedure was completed with a non-bsc balloon. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: the nc quantum apex balloon catheter was received for analysis with no original packaging. A balloon protector was not received with the device. There was blood in the inflation lumen and balloon. A portion of the outer shaft; 30mm from the distal tip, proximal to the proximal balloon bond, was plastically deformed in the form of a bulge and had a longitudinal tear 7mm long. The shaft was kinked on the inner at the location of the shaft tear and at the proximal edge of the balloon weld. The distal end of the balloon was bunched up. Microscopic examination revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "do not exceed the rated balloon burst pressure." (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the mid right coronary artery. The physician advanced the 3.75x8mm nc quantum maverick balloon to the lesion and performed several inflations. On the last inflation the balloon was inflated to 26atms and ruptured. The procedure was completed with a non-bsc balloon. No complications were reported and the patient's status is good.